Event description:
On 10/1/97, a false positive result was reported on a random urine with the hcg testpack plus urine assay, and surgery was subsequently performed for a suspected ectopic pregnancy. A second random urine from the pt was tested and a positive result was given again. A quantitative test was also performed on 10/1/97 at a reference lab and a result of 2miu/ml was given. The pt was sent to the physician's office for an ultrasound and the physician did not see anything. The physician then sent the pt to hosp for another ultrasound and a cyst was seen on the pt's right ovary along with a mass. The pt was reported to be in pain and was taken to surgery for a suspected ectopic pregnancy, even though the pt had had a tubal ligation in 1/97. Nothing was found during surgery and the pathology report from the d&c, which was also done, stated there was no fetal material/histology found. The pt came back into the dr's office on 10/8/97 and another random urine was tested with the testpack plus urine assay. According to the account, a positive result was given again.

Manufacturer narrative:
Complaint evaluation: a customer return was not received. In order to investigate the complaint of a false positive result, in-house file reaction discs of the same lot used by the customer were evaluated with negative panels. In summary, the in-house file reaction discs met acceptance criteria when tested with the in-house panels. The customer complaint was not confirmed. However, without the returned reaction discs and the pt sample, it cannot be determined if the complaint is product or sample related. This is the final report.